Event description:
The user facility in (B)(6) reported the cutter worked correctly during trial connection. They started with a low cutter speed; however when geared up to higher speed the cutter function was not working properly. During surgery the cutter failed to provide adequate cutting action, but aspiration continued. The facility reported two cutters were used, but it is unknown if both cutters failed to cut. Additional info has been requested. There was no impact to the pt reported.

Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any additional info is received. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2.